Event description:
The facility representative reported to baxter (B)(4) an extension set that leaked during an infusion. There was a patient involved, but there was no report of patient involvement or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was available for evaluation. A visual inspection was performed and did not reveal any abnormalities. An under water pressure test was performed and did not reveal any abnormalities. The reported condition of a leak was not confirmed. A batch review could not be performed as the lot number is unknown.